Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. It has been decided to keep the recipient in observation for the time being. Should any problems occur reimplantation will be considered.

Event description:
The recipient was being followed up because he had some electrodes with impedance variations. As per latest information received from the field, the recipient went for an audiological appointment on (B)(6) 2021 and confirmed that he is still fine with his cochlear implant and does not refer any disturbances nor noises. It has been decided to keep the recipient in observation for the time being. Should any problems occur reimplantation will be considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was being followed up because he had some electrodes with impedance variations.